Event description:
The following event was reported by a distributor in (B)(4): the distributor reported that the inlet fuses on this ventilator are burnt. The fuses were replaced, but after power up they got burnt again. The distributor claims that some components on the power supply are defective. There was no information provided as to whether the ventilator was on patient at the time of the incident.

Manufacturer narrative:
(B)(4). The distributor was instructed to remove the gas delivery engine (gde), and see if the fuses burn again. Carefusion is still awaiting feedback form the customer on the results of the recommendation. As of may 20, 2015, the distributor has not called back with any updates.

Event description:
The customer reported that the ventilator was on a patient when the problem occurred, the ventilator was removed from the patient and the patient was placed on another ventilator, there was no report of any harm to the patient.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: the device has not been returned for evaluation.